Event description:
The beckman coulter dxi 800 analyzer has a known carryover issue for its high sensitivity troponin assay due to contamination of the reagent pipettors of residual patient sample when that patient has an extremely elevated troponin. However, it has been discovered that if a different sample from the same patient with the elevated troponin is sampled, the same contamination occurs and can affect patients being tested for troponin after this occurs. The current procedure that is followed is to perform quality control testing after an elevated troponin is tested in order to detect for carryover. However, if the troponin is present but not being tested for it can contaminate subsequent samples. This has resulted in needless hospital admissions for patients who receive abnormal results, but on repeat of the test on an alternate analyzer the results are found to be erroneous.